Manufacturer narrative:
Major bleed/ hematoma : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. The pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that the patient was taken to the catheterization laboratory in the afternoon for high-risk percutaneous coronary intervention with impella support. The femoral arteries were assessed, and both vessels were noted to have tortuosity. The decision was made to implant the impella cp through the right femoral artery using the abiomed sheath and then use a companion sheath in the left femoral artery for the intervention. The impella cp was successfully placed over the abiomed wire into the left ventricle, the wire was removed, and the impella was started in automatic mode with flows around three liters per minute. Intravascular ultrasound and shockwave therapy were used to access and treat the left main and left anterior descending arteries. Both arteries were ballooned and stented successfully. The impella cp was then weaned down, pulled back across the aortic valve into the aorta, turned to zero performance level, and removed through the sheath. The sheath was removed, and closure was completed, but oozing was noted from the insertion site. Manual pressure was held, but oozing continued, so the decision was made to place a covered stent deployed via the sheath in the left femoral artery. After the stent was placed, manual pressure was held, and then a femoral compression device was applied to maintain hemostasis. The patient was then moved to the intensive care unit for further care.